Manufacturer narrative:
Correction: h1: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a, product ID pnma01411a004 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a, product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device recharging waist belt. The reason for call was broken belt. The plastic piece with clamps broke a couple of months ago and the recharger antenna was not staying inside. Pt mentioned the plastic piece always breaks. Patient mentioned they thought the implant should have been put in a different location. Ins was implanted right in their hip and it was so hard to charge. Pt got to stand up with it all the time. Had the ins got placed in the back further pt could sit in the chair. Suggested to try adhesive discs. A replacement belt was sent out. An email was sent to customer service to order adhesive discs. Pt also asked about ins battery longevity. Reviewed. Pt mentioned they once saw 'call your doctor' screen-see. See (B)(4). [See general text info for details on omitted information]. Pt called back stating they did not receive adhesive discs. Emailed customer service. Pt received hcp listings and asked again if there was an hcp in akron. Reviewed. Pt also asked again when ins will need to be replaced. Reviewed eri and eos timing. Information was received from a patient regarding an external device. The reason for call was the desktop charger cord was frayed. Pt noticed it a couple of months ago. A replacement desktop charger (dtc) was sent out.

Manufacturer narrative:
Correction: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.